Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent embolization occurred. The patient's anatomy was tortuous. The lesion was located in the right coronary artery (rca). The proximal portion of the rca was 50% stenosed and the distal portion of the rca was 80-90% stenosed. On the first attempt to advance the taxus express2 4.00x32.0mm drug eluting stent (des), the physician used a 6 french jr 4.0 guide catheter, but was unable to maneuver around the 1st curve of the rca. The guide catheter was exchanged for a 6 french al 1.5 guide catheter and the physician again attempted to advance the stent to the lesion site but was unsuccessful. The physician pulled back to remove the stent but could not remove. It. Next, the physician attempted to remove the stent with the guide catheter and guide wire but could not remove it through the 6 french sheath. The physician was able to remove the device with great force but the stent came off the delivery system in the right femoral artery (rfa). Five days later the patient underwent surgery to remove the stent. There were no reported patient complications.

Manufacturer narrative:
Device has not been received for analysis as of the date of this report.